Manufacturer narrative:
(B)(4). Device not returned if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the exact issue, the suture broke or if the suture got separated from the needle?. Please explain needle breakage. What is the product code?. The sales rep reported it as z464e. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.